Event description:
Boston scientific received information that upon interrogation, the pacemaker's automatic capture feature was in retry mode and the daily measurements showed a big variation in the threshold measurements. Automatic capture was turned off and the device was programmed to a fixed output level to conserve the battery. When the follow-up concluded, the patient walked out the door and passed out. The staff worked for 15 seconds to resuscitate the patient before the patient woke up. The patient was hospitalized for further investigation and automatic capture was programmed back on. The patient had no history of syncope. The device was interrogated again and threshold measurements were elevated and the device was in retry mode. The staff noticed that the device's history of daily measurements for the past year were gone. All other data for amplitude and impedance measurements were still there. The physician first believed that there was a device problem, but an x-ray showed that the competitor right ventricular (rv) lead dislodged from its initial position. The device and rv lead will be replaced. No additional information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).